Event description:
It was reported that the device would not power on with a battery source but operated on ac. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would intermittently fail to operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and observed an electrical leakage from two filters, designator fl4 and fl10, due to flux residue on the power pcb. The observed failure is known to cause no dc operation.